Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 plum products is .34/million sets.

Event description:
Overdelivery reported. The customer contact states: "it is not an overdelivery issue, it was a timeliness issue." The pump was reportedly set to infuse at 48ml/hr with a total volume to be infused of 1,140ml. The infusion reportedly completed three hrs early. Customer source states there was no adverse pt event, and she felt it "unnecessary to give pt and drug info when it was just a timeliness issue without pt harm." No further info is available.